Event description:
It was reported that a revision was necessary due to pain and loosening of the durom acetabular cup.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.